Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a tortuous anatomy. Baseline was normal sinus rhythm. Fluoroscopy was performed; pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, the ds was unable to advance into the patient's anatomy. Radiopaque tip had been overdriven into the valve capsule. 18 fr introducer sheath (is) was inserted, the ds was able to be advanced, but wire access was noted to have lost across aortic valve into the ventricle. Ds was removed; and a deformation was noted in the valve capsule. A new 25mm navitor vision valve was loaded into a new small flexnav ds; fluoroscopy was performed. The valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) without recaptures. No paravalvular leak was noted; final gradient was 7 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a difficult to advance, and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported advancement difficulty and material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.